Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, when the physician attempted three times to detach the second coil (subject device) he heard the audio signal every time that the cycle was completed. Then the physician tried to insert the third coil into the microcatheter, however the third coil got stuck with the subject coil which was detached while the proximal tip was inside the microcatheter and the rest of the coil was inside the aneurysm. Ultimately, the physician took out the subject coil which was connected to the third coil from the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported main coil migration cannot be determined.

Event description:
During the coil embolization procedure, when the physician attempted three times to detach the second coil (subject device) he heard the audio signal every time that the cycle was completed. Then the physician tried to insert the third coil into the microcatheter, however the third coil got stuck with the subject coil which was detached while the proximal tip was inside the microcatheter and the rest of the coil was inside the aneurysm. Ultimately, the physician took out the subject coil which was connected to the third coil from the microcatheter. No clinical consequences reported to the patient.